Manufacturer narrative:
Section a2, a4, a5 patient information: not provided. The customer declined due to personal data privacy legislation/policy. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted because the patient experienced hyperopia for 6 weeks. The replacement lens is model zlb00 24.0 diopter. The customer indicated they followed the directions for use. The patient's daily activities were not impacted by this event. There were no complications such as a vitrectomy, sutures, incision enlargement or a delay in the procedure. No medication outside the standard of care was required. The patient fully recovered. No further information was provided.